Manufacturer narrative:
(B)(4). Procode: phx. Concomitant product: unknown bearing cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00991.

Event description:
It was reported that a patient underwent a revision procedure approximately 10 months postimplantation due to impingement of the humeral bearing and custom glenoid. Glenosphere and vrs were removed and the tray and bearing swapped with a versadial head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h3, h6, h10 d10: unknown glenosphere cat#ni lot#ni unknown screw cat#ni lot#ni unknown screw cat#ni lot#ni unknown screw cat#ni lot#ni unknown screw cat#ni lot#ni visual examination of the provided pictures and videos identified the bearing is worn secondary to impinging on the bone. However, as the products were not returned further visual and dimensional analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: multiple glenoid implant fixation screw fractures. Mild glenoid implant displacement. Suspected metal on metal implant contact. The humeral implant fit is maintained. There is apparent glenoid implant loosening and mild displacement secondary to multiple fractured fixation screws. Bone quality is osteopenic. There appears to be implant impingement. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00990 0001825034 - 2022 - 00991 0001825034 - 2022 - 01380 0001825034 - 2022 - 01381 0001825034 - 2022 - 01382 0001825034 - 2022 - 01383

Event description:
It was reported that a patient underwent a revision procedure approximately 10 months postimplantation due to impingement of the glenosphere and custom glenoid. Glenosphere and vrs were removed and the tray and bearing swapped with a versadial head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00991-5, 0001825034-2022-01380-3, 0001825034-2022-01381-3, 0001825034-2022-01382-3, 0001825034-2022-01383-3. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure approximately 10 months post implantation due to impingement of the glenosphere and custom glenoid along with the fracturing of the screws. Glenosphere and vrs were removed along with all screws. The tray and bearing were swapped with a versadial head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h10. Additional review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event has not changed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.